Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 65mg/dl and the sensor glucose level was 40 mg/dl at the time of the incident. The customer reported the sensors are giving different readings from blood glucose readings. The current blood glucose level is 142 mg/dl and sensor blood glucose level is 40 mg/dl. The customer did troubleshoot the issues. The sensor will be returned for analysis.